Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet had failed to advance in the right ventricular (rv) lead.the rv lead was removed and replaced. The patient was in stable condition.